Manufacturer narrative:
A dimensional verification and visual inspection of the returned device, a review of complaint history, device history record, instructions for use (IFU), and quality control were conducted during the investigation. The wire guide was returned in a used and damaged condition. The wire guide was visually inspected. The total wire guide length of 130cm was confirmed by placing both pieces laid end-to-end and measuring with a large ruler. The proximal piece was about 85cm long and the distal piece was about 45cm long. The wire guide broke at one of the marking lines. The most distal tip of the coil was slightly bent but was intact. It could not be determined from the visual inspection what the cause of the break was. There is no evidence that the product was not manufactured to the correct specifications. In addition, the IFU also contains and intended use statement, warnings, precautions and instructions for use for proper and safe use of the device. Without add'l info, the cause for how the device contributed to the event is unk. The appropriate internal personnel was notified and we will continue to monitor for similar events.

Event description:
After inserting a PICC line in the pt, when the physician attempted to remove the 130cm wire guide, the wire broke into 2 pieces inside the sheath. The physician was able to retrieve both parts of the wire. A consultant confirmed during a f/u call that the physician manage to complete the procedure without a replacement device. No part of the device remained inside the pt. The pt did not require any add'l procedures or experienced any adverse effects due to this occurrence.

Manufacturer narrative:
(B)(4). Event currently under investigation.